Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.

Event description:
The customer reported the device had a bad contact on the external paddle set. There was no patient involvement.